Event description:
It was reported that the patient had a subcutaneous injection/pocket fill. The nurse thought she was in the pump but was not and injected the full 40ml of drug into the pocket. The patient received a 2,400mg dose in the pocket. It was noted, the patient was ¿fine¿ and was currently on a narcan drip. The plan was to keep the patient overnight to monitor. The device system was used to deliver morphine with a concentration of 60mg/ml. It was later reported that the device system had been used to deliver infumorph with a concentration of 25mg/ml at a dose of 14mg/day along with bupivacaine with a 0.1mg/ml concentration at a dose of 0.055 mg/day. The patient reportedly experienced overdose symptoms specifically itching and stating he didn¿t feel well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
Additional information indicated the manufacturing representative, physician and risk management were meeting to discuss this event.

Event description:
It was later reported that it was believed that the patient was hospitalized but had since been released. As far as the reporter knew the patient was ok now but he was not sure if the patient was receiving therapy.